Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the bronchus during a pulmonary dilatation procedure performed on (B)(6) 2024. During the procedure, the doctor used the cre balloon to dilate the stricture inside the bronchus and started the 8mm size first but after infilled the saline into the balloon using an encore device the balloon inflated to 8mm larger, the balloon was broken. The procedure was completed with another cre pulmonary dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h12: additional information: block b5 (event description) and block h11 (additional MFR narrative) have been updated.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was attempted to be used in the bronchus during a pulmonary dilatation procedure performed on (B)(6) 2024. During the procedure, the doctor used the cre balloon to dilate the stricture inside the bronchus and started the 8mm size first but after infilled the saline into the balloon using an encore device the balloon inflated to 8mm larger, the balloon was broken. The procedure was completed with another cre pulmonary dilatation balloon. No further information has been obtained despite good faith efforts. The reported event may suggest a balloon burst occurred during the procedure. There were no patient complications reported as a result of this event. The patient's condition after the procedure was reported to be stable. Additional information was received on 20jan2025. It was reported that the balloon burst at 8mm and no pieces of the balloon detached inside the patient.